Event description:
This is filed to report partial clip movement and intervention. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), previous cardiac surgery, a mitral valve ring, and no posterior leaflet. During a mitraclip xtw procedure, it was noted that mitral valve ring was clipped twice. This resulted in a loss of capture during leaflet insertion. During a third attempt, the xtw was successfully placed. During delivery catheter (dc) detachment, the actuator knob was retracted, and due to the mitral ring being above the coaptation point of the anterior leaflet, the clip angled upon release from the shaft of the dc. The gripper line became stuck on one side of the xtw. The xtw detached from the valve, while still attached to the stuck gripper line. The device was able to be snared into the left atrium and removed from the patient. There was no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty capturing the leaflets and migration (clip angled) appear to be related to patient morphology/pathology. The reported stuck gripper line appears to be due to the angled clip. The inability to deploy the clip appears to be due to the inability to release the gripper line. The expulsion (complete clip detachment (ccd)) also appears to be a combination patient morphology/pathology and troubleshooting maneuvers to release the gripper line. The reported unexpected medical intervention and removal of foreign body in patient were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.